Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
During the implantation of the t2 ankle arthrodesis nail (10x150mm, right), the 4.2x340mm drill bit broke while drilling the final screw (posterior calcaneal locking). The drill bit had not been used prior to the surgery and was taken out of its original sterile packaging. Only the first four holes for the locking screws were drilled with this drill bit. The broken-off components were successfully removed from the bone. Replacement was available. No further information was provided.